Event description:
Customer reported via phone call that they visited emergency room on unknown date due to low blood glucose level. The blood glucose level of customer as per form was 327 mg/dl. Average blood glucose level of customer for last two week was 213 mg/dl. Customer had seizers over the weekend. It was unknown that whether the auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to event in summary narrative was missing as well as incorrect which has now been updated and provided in section b5 with this report.

Event description:
It was reported that the emergency medical services were dispatched to the customer's house and the customer was taken to the emergency room on (B)(6) 2022. Customer's blood glucose was 27 mg/dl at the time of incident. Customer stated that they had one unit of insulin and about 3-4 hours later they passed out and experienced shaking. Emergency medical services treated customer with intravenous infusion of sugar water and later given food. Customer's blood glucose level then raised from 37 mg/dl to 76 mg/dl.